Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k180700 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) at l1 due to primary osteoporosis (compression fracture). Intra-op, leakage of about 0.1 ml bone cement was found on the left lateral wall, due to this filling of the bone cement was given up. The image was switched from sagittal images to frontal images when filling the bone cement. No patient complications were reported.